Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: e1. Initial reporter facility name, e1. Initial reporter email. H3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo analysis found the device is observed on image, however, the investigation could not draw any conclusion about the reported event due to poor quality of visual evidence. Additionally, a functional issue cannot be determined through photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the drill bit ø1.1 l75/61 2flute would not contribute to the complained device issue. Based on the investigation findings, a potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Product returned investigation. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found drill bit ø1.1 l75/61 2flute was slightly bent from the middle shaft. The observed bent condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Additionally it was also observed blunting/rounding of cutting edges. It is not unreasonable that the condition identified in visual analysis would contribute to a dull condition. Therefore we are able to confirm dullness with damage observed, as this kind of evidence indicates repeated use of the device. The lifecycle requirements of the device are event related and depend on the use in clinical practice, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of drill bit ø1.1 l75/61 2flute would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.114.007, synthes lot # u426809, supplier lot # u426809, release to warehouse date: 03 mar 2023, supplier: (B)(4). No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgery on (B)(6) 2024, the drill bits twisted during the procedure and had no edge. Surgery was completed successfully with an unknown surgical delay. This report is for one 1.1mm drill bit/mqc/75mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6 photo investigation photos were provided for review. The photo analysis found the device is observed on image, however, the investigation could not draw any conclusion about the reported event due to poor quality of visual evidence. Additionally, a functional issue cannot be determined through photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the drill bit ø1.1 l75/61 2flute would not contribute to the complained device issue. Based on the investigation findings, a potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 03.114.007 synthes lot # u426809 supplier lot # (B)(4). Release to warehouse date: 03 mar 2023 supplier: (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.